Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the stem is fractured. The clinical/medical investigation concluded that, based on a review of the information provided, the clinical root cause of the reported stem implant fracture is likely related to the non-union but cannot be definitively concluded. The patient impact beyond the reported implant fracture and revision with girdle stone procedure and nail placement cannot be determined. However, it has been communicated, ¿the patient is in good health.¿ therefore, no further clinical/medical assessment can be rendered. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include traumatic injury, size selected, surgical technique or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a hip surgery, the 260mm right echelon stem broke after one and a half years. It broke at the site of non-union fracture. For that reason, an explantation surgery was performed on (B)(6) 2023. The femur was highly damaged during extraction, an intertan nail was placed to keep femur to length, and a plate and cables were used to hold graft in place. Femur is now girdle stone until the femur heals, there was not sufficient bone distal to support a stem. The patient is in good health and decided to retain her explants.